Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - after an implantation time of approx 5 days it was reported that the pt experienced increasing pain in his chest on his left side. An x-ray was performed and revealed that the rv lead had perforated the heart wall. It was pulled back and repositioned higher in the septum of the right ventricle. This lead remains implanted and in service.